Manufacturer narrative:
Block h6 (impact codes): imdrf impact code is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that the spy ds controller was used during spyglass and lithotripsy procedure for the treatment of bile duct stones performed on (B)(6) 2024. It was reported there was a loose connection when the spyscope was connected to the controller which led to violet and green glitches while doing the procedure, and gradually spyglass vision was lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.